Event description:
Registered nurse (rn) was ordered to place a foley catheter in a patient. Before attempting to place catheter using aseptic technique, she inflated the catheter prior to insertion. It was easy to inflate but difficult to deflate. The foley catheter was exchanged for a similar device and the insertion was successful. The defective device was sequestered, and emergency department (ed) manager tried to deflate the device. After several attempts, she was able to deflate the catheter with much effort.